Manufacturer narrative:
Blocks d9 & h3: the ivus pim was returned for evaluation. Block h3: visual inspection of the ivus pim found no damage observed. During functional testing, the ivus pim was connected to a lab system and was able to be recognized. A simulator catheter was plugged into the ivus pim, and an image was displayed. There was no error message, even upon manipulation of the cable connection. The simulator catheter was disconnected and reconnected multiple times with no catheter faults observed. Block h6: based on the device evaluation, the reported complaint of an error message could not replicated. The ivus pim performed as intended; therefore, the probable cause could not be established. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Section h6: correction- investigation findings code corrected to c0201 (electrical/electronic component problem identified) from c20 (no findings available). The system was in working order after part replacement, which aligns with the investigation conclusions code d02 (cause traced to component failure) that was listed in the initial MDR.

Event description:
It was reported that an intrasight system was used in an emergent coronary procedure. During use, the system displayed an error message instead of the ivus (intravascular ultrasound) image. The procedure was completed using an intrasight mobile system brought into the room, with no patient injury reported. This product problem is being reported because the intrasight system could not be used during an emergent case; resulting in a potential for harm due to the delay of the procedure.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a6: no information available from facility. Blocks b6 & b7: no information available from facility. Block c: not applicable for this system. Block d4: expiration date is not applicable for this system. Blocks d6 & d7: not applicable for this system. Block h3 & h6: at the customer site, a field service engineer replaced the ivus pim. The system functioned as intended and returned for clinical use. The ivus pim was not returned for evaluation; however, the system was in working order after part replacement. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.